Event description:
The pt's attorney alleged a deficiency against the device. Per additional information received the pt has experienced pain, urinary problems and infection.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials.(B)(4). Lawyer-filed report - (B)(6).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
Per additional information received, the patient has experienced right lower quadrant pain, chronic pelvic pain, chronic abdominal pain, right ovarian hemorrhagic cyst, endometriosis, vaginal wall prolapse, chronic pain, adhesions, mild hydronephrosis, vaginal fullness, uterovaginal prolapse, pelvic adhesive disease, pelvic prolapse, rectocele, cystocele, chronic constipation, vaginal discharge, recurring candida vaginitis, severe right hip pain, some vaginal spotting, pelvic pressure, vulvar itching and irritation, narcotic dependency due to pelvic pain, mild symmetrical erythema at the introitus, recurrent stress urinary incontinence, incomplete bladder emptying, and vulvovaginitis. She required surgical and nonsurgical interventions such as da vinci laparoscopy, drainage of right ovarian cyst and excision of endometriosis ((B)(6) 2011), laparoscopy with lysis of adhesions ((B)(6) 2012), robotic-assisted endometriosis resection, right salpingo-oophorectomy, anterior colporrhaphy, posterior colporrhaphy, and cystoscopy ((B)(6) 2012), and indwelling foley catheter. The patient alleged waking at night approximately four times to urinate, dyspareunia, recurrent vaginal pain, and wound healing problems due to diabetes.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.